Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they removed the sensor and noticed that the sensor was shorter than normal. The customer¿s blood glucose level was unknown. The customer reports the sensor fractured while in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer reported that the sensor was still in the body. The device will not be returned for analysis.